Manufacturer narrative:
Results: the velocity was kinked approximately 67.5 cm from the hub. The velocity had bends approximately 93.0 and 129.5 cm from the hub. Blood was present within the catheter lumen. Conclusions: evaluation of the returned velocity confirmed a kinked device. If a velocity is forcefully advanced at extreme angles into a parent device, damage such as a kink may occur. Further evaluation revealed bends along the length. These bends were likely incidental to the reported complaint and may have occur while packaging the device for returned to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity). During the procedure, the physician experienced resistance while advancing the velocity into the hub of a penumbra system ace 68 reperfusion catheter (ace68). The physician then decided to remove the velocity and reported that it was kinked mid-shaft; therefore, the velocity was no longer used in the procedure. The procedure was completed using another velocity and the same ace68. There was no report of an adverse effect to the patient.